Manufacturer narrative:
The concerto stretcher is equipped with two side supports and each side support has two safety catches (at the leg and head section). When in use with the patient, all safety catches should be latched onto the edge of the stretcher to keep the side support in an upright position. The device was inspected by an arjo technician. According to the results of the inspection and the photographic evidence provided, the concerto stretcher had a small crack. This resulted in a slight deviation of the side support from its axis. Additionally, the nut on the metal part connecting the stretcher to the latch was also found to be missing. The identified issues caused the side support could not be closed correctly (the one catch could not be locked in place). The arjo technician indicated that the customer had not quarantined the device prior to his arrival for maintenance. No one had noticed earlier that the device was faulty. Following the operating and daily maintenance instruction for the concerto shower trolley (IFU; 04.ba.02_5): "the equipment is subject to wear and tear, and the following maintenance instructions must be performed when specified to ensure that the equipment remains within its original manufacturing specification the device is subject to wear and tear, and the following maintenance instructions must be performed when specified to ensure that the equipment remains within its original manufacturing specification". According to the preventive maintenance schedule the functionality test of the concerto should be performed every week and this includes test for "catches on the side supports". Based on the information received from the arjo technician, it was not possible to repair the device due to its age. The arjo technician recommended replacing the device with a new one. The concerto involved in the event was manufactured in jan-2006. Therefore, the device was over 17 years old before the malfunction occurred. The operating and daily maintenance instruction for the concerto shower trolley states: ¿the useful life of this equipment, unless otherwise stated, is ten (10) years, subject to required preventative maintenance as specified in arjo's operating and daily maintenance instruction, arjo's assembly and installation and arjo's spare part instruction.¿ based on the performed analysis, it was concluded that the root cause was mostly related to normal wear of the device component and failure to follow the device instructions. In summary, the concerto device did not meet performance specifications due to a broken stretcher and a missing nut affecting the locking mechanism of the side support. No patient involvement was reported. It was decided to report this complaint to the regulatory authorities as the side support locking mechanism did not lock due to the stretcher failure and the unit was used in this condition.

Event description:
During preventive maintenance, an arjo technician noticed that the side support of the concerto shower trolley could not be locked and warned the customer of the fault found. It was indicated that the problem was caused by a crack in the stretcher on one side of the side support. The customer did not quarantine the device prior to the arjo technician's visit. No patient involvement or injuries were reported.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.